Manufacturer narrative:
Other text: h3. Device evaluated by manufacturer and h6. Event problem and evaluation codes: updated. One (1) device was received, and a visual inspection noted no defects. Filled tank with water, attached temp check, plugged in line cord, and turned on the power switch. The pump motor is running but it's not pumping water and the device appears to be overheating because the over temperature alarm is out of calibration confirming the complaint. A root cause determined a faulty pump, and the device became out of calibration. Manufacturing device history record (DHR) review was not performed because the device is beyond a year from its manufacture date of 2017 and there was no indication of a manufacturing defect during the investigation. Service history review identified this device has not been in for service previously. No action taken and the device was scrapped.

Manufacturer narrative:
Date of event and UDI section are unknown, no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the fluid warmers pump is not running, and also over heating. There has been no report of patient involvement or no observable clinical symptoms or a change in symptoms identified in the patient.